Event description:
Information was received that a smiths medical pneupac ventilators parapac plus has a high tidal volume delivery. No adverse effects were reported.

Event description:
Investigation results completed on a smiths medical ventilators/pneupac ventilators parapac plus.

Manufacturer narrative:
Investigation completed on a smiths medical ventilators/pneupac ventilators parapac plus . Device condition front panel is bowed in the right upper corner. Testing was done on device and passed all testing and was unable to duplicate tidal volume fluctuations. However another problem revealed with treashold on the CPAP. The CPAP was recalibrated and adjusted. Pm testing was done and passed all testing.